Event description:
In the oicu, it was reported that the pump beeped for air-in-line multiple times and then it was noted that there was leaking from one of the smartsite ports. The pt lost some of the il-2 (chemo regimen) that was infusing and there was a delay in getting more of the medication. No pt harm. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's report of a leak was confirmed, however, leaking was observed on the silicone segment and not the smartsite port as reported. The leak was caused by a pinhole approx 0.0415 inches long in the silicone tubing near the upper fitment. Crush marks were also observed on the upper fitment. The root cause of the pinhole was not identified. Lot number was not reported. Based on the smartsite laser number, the mfg database was reviewed and no quality issues were noted during production build of this model for the failure mode reported.